Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, the bd vacutainer® serum blood collection tube was missing the stopper. The following information was provided by the initial reporter, translated from (B)(6) to english: "before use, the customer found 1ea tube has no stopper."

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for missing stopper with the incident lot was observed. Additionally, evaluation of the customer samples was performed and missing stopper was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use, the bd vacutainer® serum blood collection tube was missing the stopper. The following information was provided by the initial reporter, translated from chinese to english: "before use, the customer found 1ea tube has no stopper."